Manufacturer narrative:
The reported complaint of a catheter leak was confirmed during the functional testing of the returned icy catheter (lot #200156). During the functional pressure leak test, a bonding leak was observed at the proximal end of the medial balloon. The probable root cause of the reported complaint could be a latent defect in the bond. Visual inspection of the returned catheter was performed, and no physical damage was observed on the catheter. Blood residue was observed in the balloons and luered tubings. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated up to 100 psi when pressurized. Upon pressurizing the catheter, a bonding leak was observed at the proximal end of the medial balloon, which confirmed the reported complaint. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot #200156.

Event description:
An 84-year-old male patient began ivtm therapy to maintain normothermia due to hyperthermia from an infection. The icy catheter (lot #200156) was smoothly inserted into the femoral vein. During the therapy, saline volume was decreased in the saline bag, and the thermogard xp ivtm system triggered an 'air trap warning' alarm. No liquid was found on the floor or device, ruling out a start-up kit (suk) leak. A catheter leak check was performed, and a catheter leak and 250 ml of saline infusion into the patient's bloodstream were suspected. The catheter had been in place for less than 60 hours. It is unknown how the patient therapy was continued and completed. No patient injury was reported. The 'air trap warning' alarm was cleared, and the thermogard system was placed back on the floor for clinical use.